Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) was giving an error message notifying about weight. The archive data revealed that the last time the autopulse platform was powered on was on 8 october 2023, and the platform displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). A load cell characterization test revealed that load cell 2 was over-reporting, intermittently triggering the ua07 advisory message. The cracked covers and load cell failure were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in september 2014 and is nine years old, well beyond its expected service life of 5 years. Additionally, the customer reported that an allen screw was missing in the track where the lifeband is installed. Upon visual inspection, it was confirmed that the shoulder (allen) screw was missing in the channel die-cast, possibly because it had not been properly torqued. The missing allen screw does not render the autopulse platform non-functional. Replacement of the channel die-cast resolved the issue. Further visual inspection revealed that the front enclosure was cracked at the front-end area, and a crack was observed at the lower corner on the left-hand side of the top cover. In addition, the bottom enclosure had multiple cracks in its screw well area. These observed physical damages are unrelated to the reported complaint and appeared to be the characteristics of harsh impacts most likely attributed to mishandling. Also, no documented report was found proving that regular preventative maintenance (pm) had been performed on this autopulse platform since the device was last serviced at zoll in 2019. The damaged covers were replaced to address the observed physical damages. The autopulse platform failed initial functional testing as the platform displayed fault code 41 (patient temperature sensor failure) upon powering up, unrelated to the reported complaint. However, after multiple powering on and off the platform, the ua41 error could not be replicated. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The ua07, verified in the archive data, had been cleared and did not replicate during functional testing. The malfunctioning load cell 2 was replaced to address the reported complaint. During servicing of the platform, the device displayed a "replace battery" error message after a few seconds upon powering on the platform. The root cause of the issue was the malfunctioning power distribution board, likely attributed to the age of the platform. The power distribution board was replaced to address the problem. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported while looking at the bottom of the autopulse platform (sn (B)(6), the allen screw on the left side was noticed to be missing in the track where the lifeband is installed. This issue was observed after a patient encounter. In addition, the customer also reported that the platform was giving an error message notifying about weight. No patient involvement.